Event description:
It was reported that the fenestrated bipolar forceps instrument was not recognized by the system prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house system and the instrument was checked for recognition. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .163 - .049 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.